Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, the customer experienced hypoglycemia with symptoms described as "drain of energy, difficulty speaking, hand trembling" and was unable to self-treat, requiring non-hcp third-party administration of orange juice and glucogel for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, the customer experienced hypoglycemia with symptoms described as "drain of energy, difficulty speaking, hand trembling" and was unable to self-treat, requiring non-hcp third-party administration of orange juice and glucogel for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, the customer experienced hypoglycemia with symptoms described as "drain of energy, difficulty speaking, hand trembling" and was unable to self-treat, requiring non-hcp third-party administration of orange juice and glucogel for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.